Manufacturer narrative:
Additional information: h3 - device evaluated by manufacturer? Yes h6 type of investigation codes 10, 3331, 4110 and 4109 h6 investigation findings - code 213 h6 investigation conclusions - 22 h3 - one opened pi received within original packaging confirming the reported lot number 60274316. No obvious defects or damage observed. A search for related complaints from lot number 60274316 from the last 12 months was conducted. Two related complaints were found. The review of the device history record (DHR) for the pi showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Suction loss after laser firing was reported. A brief description from the surgery center indicated that during the lasik procedure on (B)(6) 2021, suction was lost during the laser firing portion of the procedure with two patient interfaces (pi). There was no patient injury or surgical intervention required. This is 1 of 2 reports.